Manufacturer narrative:
Follow up report 001 ref to natus complaint #(B)(4). Customer confirmed the product will not be returned for evaluation. Lot/serial number was not provided. Complaint history review/trend analysis: 0 previously confirmed "lnteg-broke in use" complaints within the past two years. (B)(4) nt821732c units sold within past two years. Failure rate: (B)(4). Root cause/failure investigation: the customer did not return the device for evaluation, however provided photos of the cracked spinlock. Based on the photographs, the failure was confirmed. Non conformance report ncr033869 has been initiated to investigate the increased complaints related to the eds3 spin lock breakage. Failure mode: confirmed/cracked spin luer.

Event description:
Part nt821731c - eds3 cap for male luer lock broke while changing the unit. Drain was in for 2 weeks and had frequent bag changes before issue on (B)(6): patient had drain d/t cerebellar ruptured avm, lots of drainage. Replaced with another natus drain. Device was in contact with the patient, but no injury or medical intervention occurred.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Customer confirmed the product will not be returned for evaluation. Lot/serial number was not provided. There are no CAPA's related to this issue. Acceptable risk as per hazard ID 5.14, severity 3, in natus doc-035405 eds 3 external drainage system risk analysis. Risk is considered to be low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Awaiting review and approval of final investigation results.

Event description:
Part nt821731c - eds3 cap for male luer lock broke while changing the unit. Drain was in for 2 weeks and had frequent bag changes before issue on 11/28 - patient had drain d/t cerebellar ruptured avm, lots of drainage. Replaced with another natus drain. Device was in contact with the patient, but no injury or medical intervention occurred.